Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor delivered a pulse under the lower limit) was confirmed. Upon investigation the monitor was intermittently delivering lower energy pulses. The cause of the failure was isolated to the defibrillator pca. Mosfets u16 and u18 were defective on the defibrillator pca. The root cause for the defective mosfets could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor delivered a low energy pulse.